Event description:
As reported by an edwards (B)(4) affiliate, during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the balloon 'ruptured' in the beginning of inflation without opening the valve. The valve, delivery system, and esheath were removed as a unit and a new system was prepared. The valve was implanted with no issues. An angiography was performed, and it was observed that the valve was correctly implanted but showed no leaks. The cause of the event is unknown as the aortic valve was slightly calcified, and the balloon did not present any 'incidence' during preparation.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The commander delivery system was returned for evaluation. The returned device was visually inspected, and the following was observed: the crimp balloon was torn at the I/c bond. Due to the condition of the returned device, applicable functional testing was unable to be performed. However, dimensional testing was performed, and the crimped balloon double wall thickness was measured. The crimp balloon wall thickness met the specification. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn was confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. The complaint description states, 'valve was implanted and, at the time of inflation, the balloon ruptured from the start without opening the valve.' Evaluation of the returned complaint device revealed a torn I/c bond. As the balloon was unable to inflate, this suggests the crimp balloon tore prior to valve deployment. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a previously initiated product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity) and procedural factors (performing valve alignment in non-straight section of anatomy) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.